Manufacturer narrative:
(B)(4). The catalog number was originally reported as unknown; however, the reporter has since clarified the correct catalog number. The product is not sold in the us; thus, the initial report, submitted on 04/11/2018 was submitted in error.

Event description:
Customer complaint alleges the "ruchelit super safety clear" endotracheal tube leaked during use. Customer reports necessary intervention was to "change the tube during anesthesia." There was no report of patient injury.

Manufacturer narrative:
(B)(4). The complaint reporter did not report catalog number of the device involved. Teleflex has requested this information. The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the "ruchelit super safety clear" endotracheal tube leaked during use. Customer reports necessary intervention was to "change the tube during anesthesia." There was no report of patient injury.